Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet while glucose readings continued on the dexcom mobile app, after the user toggled settings and then restarted the ilet; the issue represents intermittent communication failure associated with the device¿s electrical/magnetic communication path, including the antenna, and the sensor code was reentered with guidance to allow a reconnection period. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure of the electrical/antenna subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.